Event description:
It was reported that balloon rupture occurred. A 2.50mm x 12mm emerge balloon catheter was advanced for dilatation. However, the balloon ruptured during kissing-balloon technique (kbt) with a non-boston scientific stent balloon. The procedure was completed with another of same device. No patient injuries were reported.